Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load process. Reportedly, the o-ring was on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 117-118 mg/dl. In addition, it was reported that a minimum fill notification occurred. The customer declined to further troubleshoot with tandem technical support.